Event description:
The following information was received from global pharmacovigilance (gpv) and is a clinical report by a healthcare professional from the (B)(6) of peritonitis in a subject coincident with dianeal pd4, extraneal viaflex and nutrineal pd4 therapies. On (B)(6) 2010, the subject experienced peritonitis. The cause of the peritonitis was due to technique. On (B)(6) 2010 the subject began remedial therapy for the endotoxin-associated sterile peritonitis with gentamicin ip x1 day, vancomycin ip x1 day and levofloxacin po (doses not reported). The event of peritonitis was resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.